Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
((B)(4) 2013) device evaluation: the subject meter has been returned to lfs and evaluated by product analysis on (B)(4) 2013 with the following findings: the lcd was found to be cracked or broken. If lfs obtains additional information concerning this complaint, a follow up report will be submitted.